Manufacturer narrative:
A field service engineer (fse) visited the site and evaluated the instrument on 08/24/2015. The fse found that the power board had failed. The fse reported the board was also visibly burnt (charred), and ordered a replacement power board to repair the instrument. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported an allegra x-30r centrifuge had no display. Visible smoke was present, but no flames were observed. There were no injuries associated with the event. The customer shutdown the instrument power and requested service. This event occurred in singapore on a non-ivd (in vitro diagnostic) device. This report is being filed for the similar ivd device distributed in the u.s.